Event description:
It was reported that at implant the device could not finish the load after more than 54 seconds. An external rescue shock was administered to the patient. The device was very hot. The physician replaced the device with a new ICD. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) during a programmed charge at implant, the charge fet q1 developed a low impedance path from drain to source. This resulted in the same low impedance directly across the battery causing it to rapidly deplete. The end result was that the device lost telemetry and function.